Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, spike from the infusion tube broke in valve of 500ml ns. Additional information: what was the impact to the patient? Delayed care.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: one sample was returned for investigation. The set was examined for defects and abnormalities. The spike tip was broken. No other defects or abnormalities were observed. A definitive cause is unknown. A possible cause is the spike tip broke due to excessive force. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.